Manufacturer narrative:
January 21, 2010. This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. (B)(4). Conclusion: the device could no be interrogated while implanted because some data were altered; this alteration more likely resulted from the medical environment (reportedly, the patient was submitted to a gammagraphy test). After the altered data were corrected on the returned unit, the device could be interrogated without any difficulties and the electrical characteristics were found within specifications.

Event description:
Reportedly, after the patient underwent a gammagraphy, the pacemaker could not be interrogated (the device model was no more recognized). However, when the magnet was applied, sinus rhythm at 80 bpm appeared, occasionally paced at 70 bpm, unipolar. When there was no magnet, the device paced at 70 bpm , unipolar. The device was implanted in (B)(6) 2005, so magnet rate should be higher than 80 bpm (magnet rate one year ago was 96 bpm).